Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent a laparoscopic cholecystectomy on (B)(6) 2019 and suture was used. The suture broke when sewing in incision in the surgery. Changed another one to complete the surgery. No additional information could be provided. No reported patient consequence.